Manufacturer narrative:
The customer reported that they had a question about the shock advisory decision during a patient event. The event file is being sent to philips for review. The involved patient died, but the device was not a factor due to the patient condition. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
The customer reported that they had a question about the shock advisory decision during a patient event. The event file is being sent to philips for review. The involved patient died, but the device was not a factor due to the patient's condition.